Event description:
It was reported that the reservoir was occluded. Customer got no delivery alarm. Customer's blood glucose was 11.0mmol/l. Troubleshooting was done. It was found during the troubleshooting that changing the reservoir resolved the issue. The customer was advised to return the reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.